Event description:
It was reported that the trolley was difficult to raise/lower so a cot had to be loaded manually into the ambulance. Allegedly an employee injured their back lifting the cot. No medical intervention was reported for the alleged user injury.

Manufacturer narrative:
The device was evaluated by a service technician and no defect was found. It was report that user error likely caused the alleged user injury. The customer was retrained on proper loading and unloading of the system.